Event description:
It was reported through the research article titled ¿evaluation of safety criteria for enoxaparin bridging in patients with left ventricular assist devices in an outpatient care setting¿ that the heartmate 3 may be attributed to bleeding, infection, cardiac arrhythmia, pump thrombosis, and death. The study sought to evaluate both the short-term adverse events and long-term outcomes of enoxaparin bridging at a major transplant center, following the implementation of bridging safety criteria. A total of 85 patients between jul2019 and may2022 were included in the study, with 51 patients bridged with enoxaparin and 34 non-bridged. Of the patients bridged with enoxaparin, 53% were supported by heartmate iii (n=27), 35% by hvad (n=18), and 12% by heartmate ii (n=6). The primary endpoint was the occurrence of major bleeding/thrombosis events within 30days of bridging. The secondary endpoint was freedom from events 30 days after enoxaparin initiation and overall patient survivability until the last follow-up. Within 30 days, no major bleeding/thrombotic events were noted. After 30 days, the major bleeding rate was 5.8% in bridged vs. 11.8% in non-bridged patients. The incidence of major bleeding in the bridged group included one case of gastrointestinal (gi) bleeding in an hvad patient and one nose/dental bleeding in each hmii and hmiii patients. Two hvad patients developed strokes: one hemorrhagic and one ischemic/embolic. Statistically, there were no differences in both groups with 3.9% in bridged and 2.9% in the non-bridged group. Overall, 3-year survival was 78% in the bridged vs. 49% in non-bridged patients. Analysis of non-bridged patients revealed mortalities primarily due to major infection (33%), cardiac arrhythmia (33%) and the remaining 33% were complications during early post-lvad implant, pump thrombosis, and patient withdrawal of care. The study concluded that when eligibility criteria for safe bridging were applied, the use of enoxaparin bridging was associated with no major bleeding/thrombotic events during bridging and improved 3-year survival in left ventricular assist device patients.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Cedars sinai comprehensive transplant center, los angeles, california, USA ; smidt heart institute, cedars sinai medical center, los angeles, california, USA ; department of pharmacy, cedars sinai medical center, los angeles, california, USA ; department of pathology, cedars sinai medical center, los angeles, california, USA. Lam, l. D., czer, l. S., runyan, c., otarola, I., jang, j., lau, j., gau, m., hernandez, k., ngo, t., aguillon, m., huie, n., chen, j. W., cole, r., moriguchi, j., & volod, o. (2024). Evaluation of safety criteria for enoxaparin bridging in patients with left ventricular assist devices in an outpatient care setting. Artificial organs. Https://doi.org/10.1111/aor.14900. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU, document revision d is currently available. Section 1 of the IFU ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia, infection, device thrombosis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation. Modifications. Section 6 of the IFU (under "ongoing patient assessment and care") lists infection, arrhythmia, and thromboembolism as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.